Event description:
It was reported that that a week ago saturday, patient had a major heart attack and they put defibrillators on him. Patient said that his tremor control has not been the same since then. Patient turned the therapy off and said that the tremor is way worse with therapy off. When asked, patient said that it is working however said has lost some of its control and has tried a couple of different groups and adjusted the setting however is only experiencing the same result. The patient was redirected to their healthcare provider to further address the issue. Patient said has already left a message at neurologist's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.